Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: are there photos available of the "fluffed up" sutures?=>yes * was fraying observed on the affected sutures?=>yes * what is the procedure name and date?=>unk * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep)=>(B)(6). H3 investigation summary: the product was returned to ethicon for evaluation. One needle suture combination was received for analysis. The product code is j434h. During the visual inspection of the returned sample. The swage and attachment were noted areas as expected. The suture was examined along the strand and fraying suture could be observed. The product code j434h contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that an animal underwent an unknown veterinary surgery on an unknown date and suture was used. During the procedure, it was reported by a sales rep that, the five sutures could not be used because they become fluffed up during use. It was not a control release needle. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.